Manufacturer narrative:
B3. Date of event was asked but was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that ever since the patient (pt) received their replacement controller last week, they have been unable to advance past the "set up" screen. Pt stated that when they plug the recharger into the controller, the controller goes blank/unresponsive. Agent walked pt through removing the battery pack and plugging controller into the ac power cord; pt confirmed controller powered on. Pt mentioned when the controller powered back on the screen said setup. Pt inserted the battery and confirmed the screen said no device found; pt followed up saying that they exited the screen and were instantly taken back to setup screen. Pt then connected the recharger and confirmed the controller went blank/unresponsive. Agent had the pt unplug and inspect the recharger plug in part of the cord and the controller port; pt confirmed no visible damage to the equipment. Pt mentioned that their stimulator was the best thing that they ever have done and that they no longer have to take hydrocodone everyday because they took it for 15 years; pt added that the stimulator does not get rid of their pain fully but it helps a lot but they are having so many issues all of a sudden. When asked for an event date; pt noted that the issue started ever since they had the controller shipped to them which was last time last week, agent verified that the last controller replacement was july 3rd 2024 not last week. The issue was not resolved. An email was sent to the repair department to replace the recharger. Pt called back escalated and stated they've been charging their implant for at least 42 minutes but their implantable neurostimulator (ins) battery has not incremented yet. Pt stated the new rechargers and new controllers have not helped their issue. Pt's was recharging with excellent quality and the controller battery was at 80% and their ins was depleted. Agent verified pt's charging speed was at level 4. Pt stated there was a manufacturer representative (rep) at their office today but they weren't able to see the rep due to having an appointment. Pt stated they got home at 3pm and tried calling the rep without response and the doctor's office closed before pt was able to get ahold of anyone there. Pt stated they're tired of hurting and pt re-reported they used to take 5 hydrocodone pills a day for 15 years. Pt stated they received 13 oral pain meds but still has 10 of them in over a 4-month's time span. Agent reviewed considerations and rep role and redirected to hcp. Patient called back and repeated previously documented information. Patient mentioned they were dealing with their spinal cord stimulator having trouble since may. Patient mentioned they spoke with someone from hcp's office who suggested patient to call patient and technical services to replace the li bp. Patient mentioned they were so frustrated. Patient mentioned they have 3 black cases. Agent reviewed shipping information and patient asked if li battery pack can be overnighted. Agent reviewed information and patient mentioned they'll have to suffer the pain. An email was sent to repair to replace the li battery pack. Pt called back from number registered repeating they'd had so many issues this summer and it has been a summer of pain due to this. Pt then said the only thing they hadn't had replaced was the battery pack and said that was supposed to be sent out to them. Agent reviewed the request was sent to repair in t he last call and battery pack should arrive today. Pt states they are not able to charge the ins. While on the call pt was able to start a charging session and is currently charging at excellent.pt will call back if they need any further assistance. Call received from healthcare professional (hcp). Hcp reports the pt stated that a nurse at their previous facility either changed patient's settings or caused the patient's system to not be able to recharge. Technical services(ts) recommend that pt call pats for further troubleshooting. [Unrelated] pt called back stating they were in a hospital. Pt was having trouble charging the stimulator and the nurse took it when trying to help charging. The nurse messed up everything to where nothing worked. It was back on halloween. The nurse pulled the battery pack out. [Unrelated] pt was now in a different hospital. Pt called to request a rep to come out to put 'this mess' together. Pt said they were tired of being hurt. Offered troubleshooting over the phone. Pt had some devices replaced and pt has 3 devices with. Reviewed the process of contacting the rep. Pt called the nurse (the original caller), transferred nurse to national answering service to page the rep. [Unrelated] pt called back stating they were at the hospital and will be going home today or tomorrow. They had trouble off and on and a rep came out to assist. It then worked fine and then somehow a nurse did something wrong and pt was not able to get to the screen with settings. Pt said they paged the rep last time but they had not heard back. On the call had pt use the controller and assisted pt increase stim. Pt then tried charging on the call and got poor recharge quality. Pt also got battery low, recharge your implanted device but kept getting poor recharge quality. Pt mentioned they had 4 rechargers replaced. Pt confirmed they were using the new recharger. Pt cleaned the pins and kept getting poor recharge quality. Pt had no falls/no trauma. An email was sent to repair to replace the controller. Reviewed if not resolved, follow up with hcp and have the device checked .